Event description:
The customer reported on (B)(6) 2013 her blood glucose reached in the 400's mg/dl less than 24 hours after the pod was activated. The pod was deactivated and she noticed the needle never inserted the canula into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.